Event description:
On (B)(6) 2011, the lay user/patient in france contacted lifescan to report the one touch veriopro meter was giving inaccurately high readings. On (B)(4) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On the morning of (B)(6) 2011, the patient obtained the blood glucose reading of 107 mg/dl on the reported meter, and a laboratory result of 40 mg/dl within 15 minutes. There was intervention of exercise between the readings as the patient walked from home to the laboratory. The laboratory called the patient to report his blood glucose value and to check on his wellbeing. One hour afterwards, the patient experienced the symptoms of feeling very tired and "about to collapse." The patient administered self-treatment by consuming sugar, and felt better afterwards. He did not seek any medical attention. The patient manages his diabetes with novomix insulin taken on a sliding scale. The patient also reported two other events: on an unspecified date, the patient obtained the blood glucose reading of 106 mg/dl on the reported meter, and a reading of 77 mg/dl on another meter within 30 minutes of each other. On an unspecified date in (B)(6) 2011, the patient obtained the meter readings of 80 mg/dl and 90 mg/dl while experiencing the symptoms of feeling tired and "about to collapse." The patient reported receiving no treatment at that time. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. Although there was intervention in between the readings which could have contributed to the lower laboratory result, the patient suffered symptoms and blood glucose readings suggesting severe hypoglycemia after he obtained a normal result on the reported meter, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (11/29/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on november 14, 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On november 5, 2011 the test strips involved with the complaint were tested and the primary complaint was not confirmed. However, a secondary issue was noted where an er4 message was observed during performance testing with control solution. The retain test strips were ordered and passed all testing. The patient also returned a vial of test strips with lot number 3097475; the test strips were tested on november 5, 2011 and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.